Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) MFR the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 double head pump stopped during priming. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 double head pump stopped during priming. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) received a report that the s5 double head pump stopped during priming. There was no patient involvement. A sorin group service representative went to the facility to investigate. While at the facility, the service representative tested pump 1 and found no problems. Pump 2 was returned to sorin group (B)(4) for evaluation. Testing of the returned pump, including a test run for 24 hours with various interventions and pump speeds was unable to reproduce the reported issue. No problems were found. A review of device history record did not find any deviations or non-conformities related to the issue. Without the ability to reproduce the reported issue, the root cause could not be determined and no corrective actions could be identified. Sorin group (B)(4) will continue to monitor the market for trends related to this issue.